Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vticm5_13.7; -14.00/4.0/098 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. The surgeon reports there is refractive surprise and blurry vision. Lens remains implanted. The problem is not resolved. The cause of the event was reported as unknown. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.